Event description:
The surgeon implanted a 3-piece silicone lens model aq2003v and was torn during implantation. The incision was enlarged and sutures were performed when the lens was removed. There were no other pt injuries noted. The model and lot numbers of the cartridge and injector were not specified by the facility.